Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager, the device could not be recovered, and the latch might need re-adjustment. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failure displayed on the screen, with the green light on the remote manager blinking. A field service engineer identified that the failure was caused by faulty micro switches. The issue was resolved by replacing the micro switches in the latch. The system functioned as intended after the field service engineer repaired the device.